Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while the physician was turning the setscrews on the implantable cardioverter defibrillator (ICD), only one made the classic click sound, while the other setscrew did not. The ICD remains in use. No patient complications have been reported as a result of this event.